Manufacturer narrative:
(B)(4). The device was received with the electrode and ceramic separated from the lower jaw as one piece but still attached to the active rod. Upon visual inspection under magnification it was noted that the ceramic was damaged (cracked) but is still bonded to the lower jaw. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, in thick and fibrous tissue on the uterines/uterus wall, the jaws of the device locked or got stuck during firing. The doctor did not feel that any parts of the device broke into the patient, but could not unlock the jaws. The device was removed along with the specimen at the end of the case. Unknown how case was completed. There were no adverse consequences for the patient.